Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the mid coronary artery (rca) with 90% stenosis and mild calcification and tortuosity. The lesion was pre-dilated and the 3.0 x 23 mm xience skypoint stent was deployed, and rupture was noted during second inflation at 14 atmosphere. Furthermore, a proximal dissection was noted so another xience skypoint stent was used to treat the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported material rupture. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.